Event description:
One month postoperatively, the pt presented to the hosp with heart failure. An echocardiogram revealed one leaflet was fractured into multiple pieces. The surgeon explanted the valve and could only find two pieces of the leaflet, which did not appear to be the entire fractured leaflet. Another 19 mm sjm regent valve was implanted. It is unk if the pt underwent CPR or trauma prior to this event. Additional info has been requested, including the pt's status.